Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The valve was successfully loaded and inserted into a highly calcified right femoral artery, after pre dilation of right femoral/iliac artery, the ds would not pass the point of the iliac. The device was removed and inspected and it was noted that there was slight damage to the distal capsule. A new ds and valve was used and implanted without issue. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no delay. The patient is doing well.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to advance through anatomy and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the cause of the reported difficult to advance through anatomy and material deformation appeared to be related to patient anatomy (highly calcified right femoral artery/severe calcification of the right iliac artery).

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The valve was successfully loaded and inserted into a highly calcified right femoral artery, after pre dilation of right femoral/iliac artery, the ds would not pass the point of the iliac. The device was removed and inspected and it was noted that there was slight damage to the distal capsule. A new ds and valve was used and implanted without issue. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no delay. The patient is doing well.